Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized twice due to a diabetic ketoacidosis in the past week. A 911 call was made on (B)(6) 2016 due to a high blood glucose level of 512 mg/dl. A second 911 call was made on (B)(6) 2016 due to a high blood glucose level of 596 mg/dl. Her current blood glucose level was 446 mg/dl. She was nauseous, vomiting, had ketones in her urine, and was not feeling well. The customer treated her high blood glucose level with a manual injection. The customer was in intensive care unit for two days. The customer was wearing the insulin pump at the time of both 911 calls. The device was not returned.